Event description:
Approximately 2 1/2 months post-op a partial ossicular replacement procedure the patient failed hearing test. During the ensuing exploratory surgery the surgeon discovered that the device had broken. He removed the device without incident, replaced it with a new one and the patient is now doing fine.